Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user disconnected the teflon infusion set and connected it to a makeshift placeholder site created from a cut cannula that was superglued, which resulted in repeated occlusion alerts due to pressure buildup when insulin delivery continued while disconnected. Symptoms included device alarms for occlusion. Outcomes included the need for troubleshooting and user education. Investigation included technical support review and user counseling. Investigation of this case revealed user technique contributed to pressure feedback and occlusion alerts, and proper use requires pausing insulin delivery when disconnected and resuming upon reconnection. It was concluded that the device functioned as designed and the event was attributable to user technique, with education provided to pause delivery and discontinue the makeshift placeholder.